Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had a device revision procedure for discomfort and possible device infection. Upon re-connecting the system the device exhibited a high out of range shock impedance. Attempts at troubleshooting the system was not successful. The physician elected to explant the entire system due to patient infection. No additional adverse events were reported.